Event description:
It was reported that while the surgeon was using a saw blade from the piezoelectric saw system on the back table to cut a piece of skull the saw tip broke in two pieces. The surgeon was performing a craniosynostosis procedure on (B)(6) 2013. Another blade tip was added to successfully complete the case. There was no reported surgical delay. No fragments were reported to have fallen into the patient, as the event occurred at the back table of the operating room. The patient is reportedly doing well. This report is for one, saw 20.1x21.4x4.0x0.6mm for piezoelectric system-ster. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown.

Manufacturer narrative:
Additional product codes: erl, hbe, hwe. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.